Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump kept alarming no delivery while attempting to fill the tubing. After troubleshooting, the no delivery alarms were found to be due to a reservoir/infusion set occlusion. Customer's blood glucose level was 13.0 mmol/l. The device was not returned.